Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by an employee at the facility; on (B)(6) 2013, the patient was on an overlay mattress. The bed was not set to instaflate before being programmed for rotation. Subsequently, the patient who is (B)(6) sank between the mattress and the bed's side rail. There was no injury reported. Based on the initial information that was received it was determined that this event is reportable due to the potential for entrapment or serious injury if this event were to recur.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.